Event description:
A report was received that the patient felt the ipg was coming out. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.

Event description:
A report was received that the patient felt the ipg was coming out. The patient will undergo a revision procedure.